Event description:
It was reported that during a normal battery change-out the right atrial (ra) lead was explanted and replaced due to noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947-65 lead 2003 (B)(6); 1057t lead 2006 (B)(6).